Manufacturer narrative:
The reporter informed the company that the product could not be returned.

Event description:
Painful - mouth [oral pain]. While brushing teeth, the head misses and hits in the mouth [device breakage]. Case description: consumer called and stated that while he/she was brushing his/her teeth, the brush head misses and hits him/her in the mouth. No serious injury was reported.